Event description:
While inserting the catheter the line crimped at the cone tip of the manifold and blood began to "leak out" from the distal end. While removing and replacing the catheter, the pt developed third degree heart block. It only took a second to replace the catheter and give medications. Pt is fine and the new catheter continues to work well. Sample will be returned for analysis. Nurse noted the day before (7/29/97) the tubing catheter "bent" at the same place. But they were able to use it without problems.

Manufacturer narrative:
The catheter exhibited a leak where the distal lead tubing is molded into the manifold. This is a mfg related non conformance. A work order history review verifies that the lot was restricted for pacing leakers. The lot was 100% rescreened and the non conforming units discarded. Quality assurance performed an additional inspection and found no other non conformance's of this nature. The manifold area is currently being redesigned to minimize the recurrence of leakage.